Event description:
It was reported impedance issues were identified during the procedure to implant a trial scs lead (sweden). The procedure was successfully completed using a new lead. The reported issue resulted in the procedure being extended by 30 mins.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.